Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump failed occlusion at 29.70 psi during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals and physical condition were all intact upon receipt. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the downstream occlusion sensor output was approximately 224 millivolts in the multi user menu with high pressure at 27 pounds per square inch. Root cause of the reported issue is unknown, but the downstream occlusion sensor exhibited high pressure. Replaced the downstream occlusion sensor. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed., corrected data: d4: correction: model number: 2120.